Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a minicap transfer set became disconnected from the cassette during peritoneal dialysis therapy. The patient was connected at the time of the event. This occurred during draining. The patient clamped off the transfer set and ended therapy. The patient was given unknown antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.